Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens was unstable in the patient¿s eye. Doctor had to do an excision of this lens and implant a three-piece lens which could adapt to the patient left eye. Additional information states the lens was partially inserted into the patient eye and removed as capsular bag was unstable before implantation. The incision was enlarged to implant the three-piece lens. A vitrectomy was prior to inserting the initial lens, and again after its removal from the eye. No other surgical or medical intervention was required. The complaint lens is not available for return. The patient is noted to be doing well despite the traumatic cataract. No further information provided.